Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level was 435 mg/dl and had dropped to 335 mg/dl. An insulin injection was administered to stabilize the bg. The customer did not know what caused the high bg. The customer declined tandem technical support's offer to troubleshoot.